Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced burning symptoms for an hour around the ins. There were no contributory factors. The representative connected to the ins with their tablet and impedances were good; there were no alerts. The issue was reported as being resolved. Additional information received from a manufacturer representative. When asked what actions were taken to resolve the burning sensation, the representative reported that nothing was done; the burning issue occurred once and had not occurred again for the moment. The representative noted that the patient was not recharging when the burning issue occurred. The cause of the issue was not determined.

Manufacturer narrative:
G2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.